Manufacturer narrative:
Analysis of the pump/pump head found a crease on the pump tube near the outlet. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml infumorph at 1 mg/day via an implantable pump for an unknown indication for use. It was reported that they had expected 7 ml of drug during a refill, but got 17 ml. A rotor dye study was performed on (B)(6) 2017 and it was noted that the pump was functioning properly. A new pump and catheter was placed and the issue was resolved. The event date was noted to be (B)(6) 2017. No symptoms were reported and the patient was noted to be "alive-no injury". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via a healthcare provider (hcp). The cause of the volume discrepancy was indicated as being unknown. Extra volume was identified in the last two refills also. It was further noted that it was nothing with the catheter; the pump was delivering less for the past three refills. The hcp indicated it was probably a pump issue and possibly regarding reduced battery performance.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.